Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure, the guidewire broke. The procedure was completed without adverse consequences to the patient. Additional information is not available at this time.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Per the DHR review, the expiration date was 30-apr-2015. However, the event date is reported as occurring on (B)(6) 2016. It is possible this device was used passed the expiration date provided by the manufacturer. Visual examination of the returned device revealed that the guidewire was separated at approximately 0.4cm from its nitinol distal end. The core wire and nitinol were separated. The core wire was visible on both of the nitinol separated sites. The guidewire platinum coil was severely stretched but the platinum coil was still intact. A functional test was not performed due to the observed anomalies. Sem (scanning electron microscopy) micrographs were obtained on the proximal and distal separation sites. The nitinol outer sheath and the core wire was examined from the both separated sections. There is some dimpling seen in the images, which suggests this is a ductile fracture. It is possible that if the guidewire was used past its expiration date, then the integrity of the product could be compromised. However, it cannot be definitely determined whether this is the cause or how much this contributed to the reported issues. Per the device directions for use (dfu): "always advance or withdraw the guidewire slowly and carefully. Never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action." Examination of the separation site showed evidence of a ductile fracture; however, this is not definitive. Given the condition of the guidewire and the sem analysis, the guidewire most likely fractured due to excessive tensional forces exerted to the guidewire. However, the cause for the reported break/fracture could not be definitively determined. Therefore a cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during procedure, the guidewire broke. The procedure was completed without adverse consequences to the patient. Additional information is not available at this time.